Event description:
On 2/22/2021 ria received four non-straumann implants. Three implants were received with crowns attached. One of them has a healing abutment. 1. General bone loss? Yes, at implant site only. Implant placement in previously/ simultaneously grafted site? No, granulated tissues round implant? Yes, implant site infected? Yes. 2. Was the implant removed due to pian? Yes, was the implant removed due to numbness? No, did the pain/ numbness disappear after the implant was removed? Yes. Current patient status? Stable. 3. Was the implant removed due to pian? No, was the implant removed due to numbness? No, did the pain/ numbness disappear after the implant was removed? N/a. Current patient status? Stable. General bone loss? No, implant placement in previously/ simultaneously grafted site? No, granulated tissues round implant? Yes, implant site infected? Yes. 4. Was the implant removed due to pian? No, was the implant removed due to numbness? No, did the pain/ numbness disappear after the implant was removed? N/a. Current patient status? Stable. Implant placement in previously/ simultaneously grafted site? Yes, granulated tissues round implant? No, implant site infected? No. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).